Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during day drain 1. The home patient (hp) stated that while connecting himself, the patient line fell on floor. The hp stated he then cleaned his catheter for approximately 5 minutes and reconnected. The patient line was exposed while the hp cleaned his catheter. The technical service representative (tsr) explained the alarm to the hp and that the setup was compromised. The tsr then assisted to clear the alarm. The tsr advised the hp to start over with new supplies and inform his peritoneal dialysis nurse. The tsr further explained to the hp if patient line falls to the floor, he is not to reconnect self. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the nurse regarding the patient line falling on the floor and the alarm, the nurse stated that the hp had not reported this event to her. Per nurse, hp is on hemodialysis after being diagnosed with peritonitis (addressed in report #1423500-2010-03833). The nurse stated that hp is doing fine. No allegations were made against any of the hp?s dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because of use error. The patient had dropped the patient-line and left it on the floor for approximately 5 minutes before beginning therapy. The lot number is unknown, therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.